Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number (B)(6). UDI: unknown. The UDI is unknown at this time.

Event description:
It was reported by the sales rep via email that during a clinical trial the healix advance sp peek anchor body is free to move on the driver. It slides so far forward that it swallows the short kite. Therefore we had to get the scrub nurse to pull the anchor back, locate the kite and pull it out with some forceps. It is unknown how was the procedure completed. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a clinical trial the healix advance sp peek anchors body are free to move on the driver. They slides so far forward that they swallows the short kite. Therefore the nurse had to get the scrubs to pull the anchors back, locate the kite and pull them out with some forceps. The complaint devices are implanted, therefore unavailable for a physical evaluation. Since the complaint devices were implanted, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.